Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell six of eight of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and simulated therapy were performed and the device was found to meet product specifications. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.